Manufacturer narrative:
The valve was returned to edwards for evaluation. Visual examination of the returned valve found heavy calcification in the cusp areas of all three leaflets. One leaflet had a tear approximately 10mm in length, and calcification was observed near the region of the tear. Calcification restricted mobility of all three leaflets and lead to stenosis. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 2mm. Host tissue was moderate to heavy at the stent inflow and moderate at the stent outflow. The x-ray demonstrated calcification and frame distortion. The frame distortion was most likely due to explant.

Event description:
The cause of the stenosis was calcification and the patient is doing well.

Event description:
As reported through our european affiliate, approximately 3 years and 3 months post implantation of a sapien xt valve, the valve was explanted in an open procedure with aortic and mitral valve replacement. As reported, approximately 2 and a half years post procedure patient presented with a renewal of symptoms. Eight months later, the patient was admitted to hospital with increased gradients (pg=150mmhg; mean gradient of 89mmhg) thought to be related to restenosis. Additional details have not been provided.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause of the stenosis is likely to be related to the pre-existing disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.